Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during implant. Lead was tested and observed with no anomalies detected. Lead was explanted and replaced. Patient was stable before, during and after the event.

Manufacturer narrative:
A partial lead with the lead tip measuring 51.0cm was returned for analysis. External insulation abrasion was noted at 42.3-43.0cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 11.5-14.0cm. Internal insulation abrasion was noted at 31.6-32.5cm from the distal tip. The etfe coating was intact at these locations.